Event description:
Welch allyn rec'd a report from a distributor of an incident involving a 59001 vaginal speculum. During a pelvic examination, the physician heard the 590 medium sized vaginal speculum break upon the second click while opening the speculum. The bottom lip of the speculum broke into two separate pieces from the device. One of the two broken pieces was splintered and very sharp. The physician was able to remove the two pieces without incident. There was no pt injury or add'l treatment required.

Manufacturer narrative:
Method: the actual devices have not been returned to welch allyn for eval but photographic evidence was provided. Results: vaginal speculum.